Manufacturer narrative:
The domestic similar list number is 72303-0500. The 510k number provided in section g5 is for the domestic similar product. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The report suggests a leakage was observed during a parenteral nutrition infusion. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The customer¿s report of leakage was confirmed. Visual inspection did not identify any product defects or manufacturing issues that could have caused or contributed to the customer's experience, however residual parenteral nutrition fluid was visible on the air inlet filter. Functional testing was performed; leakage was observed from the air inlet filter when the air inlet was in the opened position. The root cause of the leakage was not identified.

Event description:
The report suggests a leakage was observed during a parenteral nutrition infusion. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.